Manufacturer narrative:
Approximate age of device - 4 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was being transitioned by the vad coordinator from the epc system controller to the pocket system controller. When the exchange was attempted, the percutaneous lead (driveline) would not engage in the pocket system controller due to an existing clamshell on the driveline that was applied on (B)(6) 2017. The driveline was then connected back to an epc system controller. There was no adverse impact to the patient. The vad clinician requested a percutaneous lead (driveline) replacement in order to transition the patient to the pocket system controller. On (B)(4) 2018, the manufacturer's technical service team arrived onsite and performed the external driveline replacement with no issues. After the replacement all testing passed. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: the report of difficulty connecting the driveline was confirmed based on the evaluation of the returned driveline. The universal percutaneous lead bend relief repair appears to have interfered with the connection, preventing full engagement of the driveline and closure of the controller door lock. A specific cause for this finding could not conclusively be determined through this evaluation. According to the account, the patient was being transitioned from an epc to a pc and the driveline would not engage into the pc. Approximately 13.5¿ of the driveline (s/n (B)(4) was returned. A universal percutaneous lead bend relief repair was present on the metal connector/distal portion of the driveline (B)(4). The metal connector would not properly engage into the controller. The clamshell appeared to have been installed improperly; located distal to the proper location, out of alignment with the alignment indicators, and extensive adhesive had been applied according to op, hmii, universal percutaneous lead bend relief repair kit instructions (document #1008304, rev. B). Once the clamshell was removed and also when it positioned further from the distal end of the metal connector, the metal connector was able to properly engage into the controller. The patient underwent an external percutaneous lead replacement under work order(B)(4) 00054962 per document #10006496, rev. F to resolve the driveline disconnect issue. No further complaints have been reported. Op, hmii, universal percutaneous lead bend relief repair kit instructions (document #1008304, rev. B) instructs the user to ¿position the first stabilizer half on the connector with the cutaway aligned with the orientation mark on the connector, making sure that the step on the stabilizer half engages against the step on the connector¿ and then to ¿align the mating stabilizer half to the first stabilizer half, making sure that the step on the stabilizer half engages against the step on the connector, and install the four screws.¿ when tightening the screws, adhesive may squeeze out of the stabilizer halves in which case the user is instructed to ¿wipe off any excess adhesive that was forces out of the stabilizer halves.¿ the relevant sections of the device history records (documents 126086, 125306, 124184, and 120997) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on the pump. No further information was provided. The manufacturer is closing the file on the event.